Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the additional intervention of debridement.

Event description:
It was reported that the patient presented for a normal following visit where they stated the device pocket itched. Upon visual inspection there was redness and exposure of a small part of the device, about one stitch worth. Testing was performed which showed no signs of infection at the time, however due to device exposure and redness a debridement procedure and washing of the wound were performed. The patient was hospitalized for observation and no further issues were observed with the wound or the patient. The implantable cardioverter defibrillator (ICD), right ventricular (rv) and right atrial (ra) leads remain in service and no additional adverse patient effects were reported.